Event description:
Reportedly, the valve was explanted after an unknown implant duration due to symptoms of severe dyspnea. Per the customer experience report: mitral valve replacement was done in 2007. Patient became severely symptomatic with dyspnea and rvf, 2d echo revealed severe mitral regurgitation with no coaptation of the leaflets, explantation and redo-mvr done on (B)(6) 2011. Device on explant was described as calcification at the commissures.

Manufacturer narrative:
Device was received in (B)(4) for inprocessing and forwarding through u.s. Customs and FDA clearance. (B)(6) 2011 device was received at (B)(4) for evaluation. Evaluation is anticipated but has not yet begun.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: the valve exhibited heavy extrinsic calcification in the free margins of leaflet 1 and 2. Calcification may have restricted mobility in the leaflets and led to stenosis. Moderate to heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 6mm. Heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice by 6-7mm. Host tissue was heavy at the stent inflow and moderate to heavy at the stent outflow. The x-ray demonstrates calcification. Method: x-ray. On (B)(6) 2011, post evaluation, the device was dismantled for the serial number. The device history record (DHR) review is currently in process. Patient was identified in our implant patient registry and the implant was (B)(6) 2007. The implant duration is calculated to be 4 years, 6 months (B)(6).

Manufacturer narrative:
Method: device not returned. On (B)(6) 2011, requested return of device, copy of implant and explant operative reports, serial number of the device, copy of echo report (hardcopy or dvd) and patient history. To date, none of these have been received. As of (B)(6) 2011, the serial number remains unknown. Without the serial number of the device, we are unable to perform a device history record (DHR) review. Sequential design improvements have increased the durability of bioprosthetic valves. However, failures earlier than anticipated due occur in a small number of patients. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves due to calcification. However, without return of the device for evaluation, we are unable to confirm the reported calcification. Without additional information from the health care provider, such as patient history or the echo dvd, we are unable to investigate further into the root cause for explant of this device.